Event description:
The intra-aortic balloon was inserted into the pt on 1/12/98 at 3:00 p.m. On 1/12/98 at 7:00 p.m. The pt had no pulse in the leg and removal of the intra-aortic balloon was required. The intra-aortic ballon did not malfunction. The intra-aortic balloon was not returned to datascope. Event complications: lost pulses in leg/removal required - reported 9/18/98. Pt's current status: unk - reported 9/18/98.